Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that during a vaccine clinic, she noticed the bottom of the sharps container had cracked open.

Manufacturer narrative:
An investigation of the reported condition was performed. The reported condition cannot be observed as no photo or no physical sample available. The device history record (DHR) review cannot be performed as lot number information was not available. As lot number was unknown it cannot be determined when the product was manufactured. The potential root cause may be container has been cracked during shipping and handling due to external stress/forces manufactured prior to june 2016 packaging improvement change. Also it was noted in the complaint there was no safety or harm to end user. Based on the existing controls, the internal reject and the complaint history review, no formal investigation is required at this time. This will be used for tracking and trending purposes. This issue has been determined to be an isolated event. The product should be inspected prior to use for any damage. The packaging changes were implemented as per corrective and preventive action (CAPA)